Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that a new jit trigger session had been requested. A technical support specialist dialed into the carefusion coordination engine, opened the ro app, and created seven new trigger sessions as per the customer's request. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server user had requested new jit trigger session. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.